Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for routine check. Upon review, it was revealed that the right ventricular lead exhibited noise. The noise was not reproducible with isometrics, arm movement, or pocket manipulation. The patient was not device dependent. The patient was stable before, during, and after the check. No intervention made at this time. The patient will continue to be monitored.